Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer performed precision testing with a low and high-level qc following the incident. The results were acceptable. A field engineering specialist performed instrument check testing with acceptable results. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys hcg + beta test system result for 1 patient tested on a cobas 8000 e 801 module. The initial hcg+beta result was 26513 miu/l with a repeat result of 9820 miu/l. The result in question was reported outside of the laboratory. There was no allegation of an adverse event.